Manufacturer narrative:
Product analysis: analysis found that the analyzer cable had a bent pin, and was not making contact. The customer was advised to order a replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer cable that was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.